Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2024. During the procedure, the balloon could not be deflated. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.